Event description:
It was reported that the patient has passed away due to high blood pressure with high blood glucose and high ketones reason on (b)(6) 2026.

Manufacturer narrative:
E1: Patient city: (b)(6).Patient country: Canada.Name: Medtronic MinimedStreet: 18000 Devonshire StreetCity: NorthridgeState: CAZip Code:91325Country: USA.Based on the available information, this event is deemed to be a death.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration Number:Reporting Site: 8021545,Manufacturing Site: 3003442380.